Event description:
A ventilator was returned to the manufacturer for evaluation. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation the device failed a test step for the proximal pressure sensor calibration. The device's sensor board was replaced to address the issue. The device was placed back into testing and failed for the internal battery power source test step. The internal battery needs to be replaced. The component is on backorder at this time. Additionally, the device's handle and rubber feet were replaced due missing/damage issues. A final report is being sent. If any additional information is received, a follow-up report will be filed.